Manufacturer narrative:
Title circumferential balloon-based radiofrequency ablation of barrett¿s esophagus with dysplasia can be simplified, yet efficacy maintained, by omitting the cleaning phase source clinical gastroenterology and hepatology 2013;11:491¿498. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicates that, randomized multicenter prospective trial of barrett¿s esophagus (be) patients with high-grade dysplasia. Fifty-seven patients (28 with prior endoscopic resection) were randomly assigned to groups that underwent c-rfa (circumferential balloon-based radiofrequency ablation) with a double application of rfa (radiofrequency ablation). The standard group received c-rfa, with device removal and cleaning, followed by c-rfa; the simple with-cleaning group underwent c-rfa, with device cleaning without removal, followed by c-rfa, and the simple-no-cleaning group received 2 applications of c-rfa, and the device was not removed or cleaned. Rfa was performed using the halo system, consisting of the halo360 balloon catheter for circumferential ablation and the halo90 catheter for focal ablation of be areas of 2 cm. At baseline before c-rfa, the overall patient discomfort was 0. At day 0 after c-rfa, more symptoms were reported with a median severity of 6. At day 1 after c-rfa, this increased to a median severity of 9. At day 10, 45% of patients were not free of symptoms and 27% of patients had not resumed normal daily activities. Two mild acute complications occurred during the c-rfa procedure: 2 asymptomatic superficial lacerations occurred during the sizing procedure. In both patients c-rfa was postponed for 1 to 2 months. No problems were encountered at the subsequent c-rfa. After the c-rfa procedure 3 complications occurred. One late bleeding occurred in a patient who presented with hematemesis (hemoglobin level unchanged, no blood transfusion, no anticoagulant use) 2 weeks after the first focal rfa treatment. During upper endoscopy, a visible vessel in the treatment area was coagulated with a competitor product. Another patient was hospitalized for 1 night because of pain after focal rfa. A third patient who had a pre-existing esophageal narrowing before endoscopic treatment developed a symptomatic stenosis after a second c-rfa procure, resolving after 1 dilation. One patient died of unrelated disease (myocardial infarction) 8 weeks after c-rfa. 56 patients underwent subsequent rfa sessions after initial c-rfa. One patient failed cr neoplasia (complete response for early neoplasia). This patient was referred for esophagectomy because of less than 25% surface regression with poor healing and persisting high-grade dysplasia after 2 c-rfa sessions. The esophagectomy specimen showed a focus of t1m2 carcinoma and 30 lymph nodes were negative for carcinoma six patients failed cr-im (complete response intestinal metaplasia). In 3 of these patients, rfa treatment was discontinued. One patient showed only 40% be surface regression after 2 c-rfa sessions. The be showed poor healing and a lesion suspicious for neoplasia. An extensive escape ER was performed (t1m2 carcinoma) and cr neoplasia was achieved. Another patient showed 0% be surface regression and reflux grade b after c-rfa. Cr neoplasia was achieved after ER of a visible lesion (t1m3 carcinoma). A third patient failed owing to severe reflux and poor healing of the esophagus, which precluded further ablation during several occasions. Three other patients had residual intestinal metaplasia (im) in biopsy specimens from an irregular new squamocolumnar junction at 2 occasions.